Event description:
The safety shield of the needle broke while being activated, resulting in a needlestick injury to the clinician. The source patient is a (B)(6) patient. The nurse and source patient underwent blood sampling for (B)(6) and follow-up testing will be conducted after 1, 3 and 6 months.

Manufacturer narrative:
Due to an abundance of caution, this event was deemed reportable as a result of a known (B)(6) source. It is unknown at this time if the sample will be returned for evaluation. If the sample is received, a supplemental report will be submitted upon completion of the investigation, (B)(4).